Event description:
The pump was returned for investigation. Investigation revealed a display screen with pink contrast. This report is made based on results of investigation completed on 12/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: the display screen was found to have a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).